Manufacturer narrative:
(B)(4). The recipient was reportedly reimplanted with another advanced bionics cochlear device. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a post auricular abscess. The recipient was treated with augmentin, bactroban, bactrim, azithromycin, and clindamycin. The recipient's device was explanted. The recipient was hospitalized from (B)(6) 2016. The recipient reportedly has no active signs of infection.